Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for use in the ultrasound examination. During preparation, no image was displayed and the air was not removed even after flushing was performed several times both preparation and when the image disappeared. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis: visual inspection revealed no issues were found, the device appears to be in good conditions. Impedance test shows an electrical open at distal end of the catheter between 0-10 cm from the distal housing. The functional inspection revealed the catheter did flush normally when the telescope was fully retracted and fully advanced, no entrapped air was observed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically, following a review of the reported event details and the available information. The returned device exhibited an electrical failure; however, the probable cause of the failure could not be determined. For the reported device entrapped air, the cause code of no problem detected was assigned following a review of the returned device, reported event details, available information, and product record review. The device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for use in the ultrasound examination. During preparation, no image was displayed and the air was not removed even after flushing was performed several times both preparation and when the image disappeared. The procedure was completed with another of the same device. No patient complications were reported.